Event description:
It has been determined that the event associated with this complaint relates to the contralateral side. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side implant rupture. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08/apr/2024. Additional, changed, and/or corrected data: b2, d3, g1

Event description:
It has been determined that the event associated with this complaint relates to the contralateral side. This record is no longer reportable to FDA and will be un-reported.